Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was level was 400 mg/dl. And the sensor glucose level was 252 mg/dl at the time of the call. Troubleshooting for high blood glucose was not performed. The insulin pump will not be returned for the analysis.